Event description:
It was reported the coil detached prematurely during repositioning in the aneurysm. The coil was noted to be protruding out of the aneurysm into the parent vessel. The physician made an unsussessful attempt to capture the coil with a snare. The coil was finally able to be removed with the use of a 3d separator. No consequences or impact to the patient were reported.

Manufacturer narrative:
The device history record review confirms the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed only the main coil was returned and found to be extensively stretched and tangled. In addition, the main junction was kinked and the delivery wire was not attached to it. The event was confirmed as there was no evidence of electrolysis on the main coil. Based on the investigation and information provided, it is likely some other procedural factor caused the performance of the device to be limited. A root cause of operational context was assigned.